Event description:
The pt was revised because she was experiencing pain and clunking. After the wound was opened the surgeon found a fair amount of metal debris. The pt was impinging posterior against the cup with the greater trochanter. The cup was presumed to be placed too vertical.

Manufacturer narrative:
Product evaluation has noted evidence that would support the pt reporting pain and possibly hearing a clunking sound. The evaluation of the three returned devices did not; however, verify or identify any product error with regard to the reported event. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. Based on the investigation, the need for corrective action is not indicated.